Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction.

Event description:
Additional information received clarified that no system messages were displayed.

Manufacturer narrative:
Samples were received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant, there was a strange noise from the cassette and vitrectomy did not work. The probe was change without success. Then, the cassette was changed and the procedure could be finished with a 20 minute delay and no patient impact. Additional information has been requested.